Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial / final report.

Event description:
Laparoscopic cholecystectomy - "dr. (B)(6)informs that the clips on the cystic duct didn't close strongly enough. He was the surgeon in this laparoscopic procedure. The status of the patient made an ercp necessary. On (B)(6) 2015 an ercp was performed by the internal physicians (gastroenterologists) and they closed the cystic duct and performed stent drainage. The hospital did not keep the device, so there won't be any return of the clipper." Intervention - "(B)(6) 2015: ercp by the internal physician (gastroenterologists) and they made stent drainage." Patient status - "now: ok. The patient has already left the hospital."